Event description:
It was reported that the hcp had difficulties refilling the pump. The pump was found to be flipped and was manually rotated back into place. Further info noted in 2008 that x-rays showed that the connector may be disconnect. No symptoms were reported between the time of the pump event and the connector disconnect. The pump is currently filled with saline and will be revised at an unspecified date. No pt outcome was reported. Add'l info has been requested from hcp, but was not available on the date of the report.